Event description:
The customer reported between five to ten milliliters of blue fluid leaked under the needle cartridge involving the coulter lh 750 hematology analyzer. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. Patient results were not impacted. There was no patient consequence associated with this event. The customer was able to replace the aspiration syringe and resolved the reported issue. The facility has an exposure control plan in place for biohazard material.

Manufacturer narrative:
Service was not dispatched as the customer resolved the reported issue. (B)(4).